Event description:
It was reported that during implant of the heartmate 3, the surgeon placed a mini cuff to the apex of the heart per the instructions for use (IFU). Upon placement of the heartmate 3 pump to the mini cuff, the surgeon had to use a lot of force to engage the locking mechanism. The surgeon was not satisfied with the placement of the pump and used the unlocking tool to disengage the lock in order to rotate the pump. The clinical specialist on site reminded the surgeon to turn the tool instead of lifting up on the tool. It appeared that a turning and lifting motion was used and the lock became disengaged. The surgeon then examined the pump and was unable to move the lock at all. It appeared to be bent but it was hard to tell. The decision was made to open a new pump to use instead. The locking mechanism was damaged during implant and the surgical team had to open a new kit. With the difficulty engaging the locking mechanism as well as the force used to disengage the lock, the decision was made to have engineering examine the pump and would be returned for analysis. There was no patient impact other than prolonged bypass time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not confirm the reported events of difficulty engaging the apical cuff lock to the mini apical cuff as well as not being able to move the apical cuff lock following disengagement. A specific cause for these events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the pump cable intact. The tunneling adapter was connected to the pump cable. The modular cable not returned. The outflow graft and outflow graft bend relief were not returned. The cuff lock was returned partially retracted, and the mini apical cuff was not returned. The cuff lock was able to be fully retracted by hand without issue. Upon disassembly, visual inspection of the cuff lock revealed that the latch arm was slightly bent downward out of plane. Further inspection revealed markings on the latch arm and nearby areas which appeared consistent with tool use. Additionally, dimensional analysis of the cuff lock revealed that the right locking arm was slightly bent out of specification. The cuff lock assembly was reassembled, and engagement testing was performed using a test mini apical cuff. Due to the slight downward bend of the latch arm, the latch arm pin was not able to fully extend through the cover slot; however, the cuff lock was still able to be engaged and disengaged to the mini apical cuff without issue. The observed cuff lock damage is consistent with the report that a turning and lifting motion was used when attempting to disengage the cuff lock with the unlock tool. The lifting motion would have contributed to a high load to the cuff lock which could have resulted in the observed damage to the latch arm and locking arm; however, the exact time and cause of the observed cuff lock damage was unable to be conclusively determined through this evaluation. Review of the device history records for (B)(6) found no deviations from manufacturing or quality assurance specifications; the cuff lock passed all manufacturing inspection and testing steps. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on mlp-049218 passed all inspection and testing. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 5, "surgical procedures", states, if the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings¿ or a tactile feel of three ridges versus one. The slide lock will not engage the apical cuff unless initially fully retracted. Section 5, under ¿caution¿, states, if difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the apical cuff to visualize what might be preventing the connection. This section also warns that the suture knots should not interfere with the connection, and if a sealing agent is used on or near the apical cuff, it should not interfere with the slide lock mechanism. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas surgical hand tools IFU document also provides information on how to properly disengage the slide lock mechanism from the apical cuff. The IFU instructs the user to advance the tip of the unlock tool into the slide lock tab with the pivot pointing away from the pump and warns the user to not advance the unlock tool any further after the tip has been engaged. The user must keep the shaft of the unlock tool parallel to, and resting on, the pump housing. Finally, the IFU instructs the user to rotate the unlock tool approximately 90 degrees until the slide lock unlocks. The heartmate 3 mini apical cuff kit IFU in the ¿surgical procedures¿ section, explains how to prepare the mini apical cuff and the apical cuff holder for use. Section ¿directions for use¿ explains how to secure the mini apical cuff to the ventricle. This section also instructs the user that the mini apical cuff should be affixed only by the sew-then-cut method and pledgets should be placed no more than one and a half centimeters from the edge of the felt. Affixing the mini apical cuff using methods other than the prescribed technique can lead to challenges engaging the slide lock mechanism. In addition, this section describes how to insert the pump into the ventricle. This IFU cautions: when sewing the mini apical cuff to the exterior of the heart, the felt surface should have a flat or convex shape. This is so that the pump and slide lock mechanism can engage the metal ring on the mini apical cuff. The suture knots should not interfere with the connection. If a sealing agent is used on or near the mini apical cuff, it should not interfere with the slide lock mechanism. If the slide lock mechanism on the heartmate 3 lvad fails to engage, do not make further attempts to engage until retracting the slide lock mechanism. Evidence of the slide lock mechanism failing to engage will be either visual evidence of the yellow ¿wings,¿ or a tactile feel of three ridges versus one. The slide lock will not engage the mini apical cuff unless initially fully retracted. If difficulty persists when engaging the slide lock mechanism, the lvad should be removed from the mini apical cuff to visualize what might be preventing the connection. The mini apical cuff must be affixed to the left ventricle only by the sew-then-cut method. Using the cut-then-sew method may lead to challenges with engaging the slide lock mechanism. The mini apical cuff must be affixed to the left ventricle only by the prescribed technique in this document to avoid challenges with engaging the slide lock mechanism. No further information was provided. The manufacturer is closing the file on this event.